Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. This event was reported to the FDA via a voluntary medwatch report. The report number is mw5092006. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-15mm round stiff snare was used on an unknown procedure performed on (B)(6) 2019. According to the complainant, the snare loop in captivator was broken. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.